Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, audio/vibrate anomaly/absence of alarm. The customer reported hypoglycemia which did not require treatment. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported an audio anomaly. The confirmed audio option was enabled. Conducted an audio test and the pump did not pass. The customer reported a keypad anomaly and/or stuck button alarm. Buttons become responsive again after replacing the battery. It was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The pump was successfully downloaded using thump. All buttons functioned normally and the audio tones were heard during the self test, at the beginning and end of bolus deliveries, at the end of rewinding the pump, during prime/fill operation, and insulin flow blocked alarm properly. Adjusted the sound & vibration>volume/sound settings from 1 to 5 and toggled the sound and vibration on/off; each setting functioned properly. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A sc1 cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case. Unresponsive keypad and audio anomaly are both not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.